Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported leak/splash was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. A mitraclip procedure was performed to treat mitral regurgitation (mr). During preparation, a steerable guide catheter (sgc) did not hold column. The guide was re-prepped and de-aired multiple times per instructions for use (IFU), but there was still air in the hemostatic valve. The procedure was completed with a new sgc. There was no patient involvement. No additional information was provided.